Event description:
It was reported that the patient¿s blood glucose (bg) level rose to greater than 350 mg/dl (19.4 mmol/l) between 5 and 24 hours of wearing the pod. The patient¿s legal guardian reported noticing high bg levels, and when checking the pod, the cannula had dislodged from their leg, and they noted a smell of insulin, likely leaking. A new pod was applied, and treatment was resumed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.